Event description:
It was reported that during a tfn procedure the tooth on the inserter was too wide to fit with the indent in the nail. After struggling for about 20 minutes the tooth was burred down to fit and the surgeon was able to use it to complete the procedure. Reportedly the procedure should have taken approximately 30 minutes and was extended to approximately one hour. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed that this complaint event has been adequately addressed in the risk analysis (rev c) and falls within the predicated occurrence rate. Additionally, a review of the relevant product drawings verified that the dimensions would not allowed for the condition described. From a design perspective, this complaint is invalid. However, because the part was damaged beyond measurement manufacturing was not able to verify if the part was out of specification. The manufacturing evaluation showed that the insertion handle was returned with surface scratches. There is a scratch on the top of the device near the 145 angle. The tang appears crushed. The tang is crushed and cannot be evaluated. The remaining features measured are within print specification. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. . Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.